Event description:
Paramedics administered external pacing to a person diagnosed in an ID idiooventricular rhythm. Electrical capture was observed but without indication of mechanical capture and CPR was administered during pacing. Allegedly, as the ambulance arrived at the hosp the unit stopped pacing for no apparent reason. All leads and cable connections were checked and found to be intact. The pacing rate remained set to 80 bpm but the pacing current went to 0 ma. The pt was not resuscitated. The ems supervisor indicated that the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.